Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2013 and mesh was implanted. (Pelvisoft x2 was implanted on (B)(6) 2008 and monarc was implanted on (B)(6) 2009) it was reported that she experienced pain, dyspareunia, bowel problems, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.